Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved. In the event that new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was used on a patient without a filter. The device was in clinical use when the issue occurred; the patient was noted as presenting pneumonic. No patient or user harm reported. The customer reported that the v60 ventilator was used on a patient without a filter. The remote service engineer (rse) recommended putting the device into quarantine, and that the germ that was present would disappear over time. The rse noted that after completion, the customer could consider returning the device to service. The rse also noted that the customer could opt to decontaminate the device, but that the procedure would be expensive. The rse then noted that the customer could also retire the device. Investigation is ongoing

Manufacturer narrative:
E: (B)(6).